Manufacturer narrative:
Evaluation summary: as returned, a portion of the device has fractured. There is a slight amount of scraping and gouging on the top surface. This fracture was potentially caused by repeated impaction or induced behind moments. Without further info, however, the exact cause of the fracture cannot be determined. Evaluation: device history records indicate all components were manufactured and inspected to specifications. Dimensions taken are within specification. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that while doing a trial, the provisional broke during insertion.